Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 26 mg/dl. The customer stated that she was admitted to the emergency room for low readings. The customer stated that she does not remember and might have given too much insulin. The customer was not involved in a vehicle accident while wearing the pump.